Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. Only the stent was returned and subjected to a detailed technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state, the stent was located on the transportation wire inside the protector cap. The stent is deformed (i.e. Pinched) at its proximal end. The transportation wire is kinked about 36 mm and 183 mm proximal to the protector cap. The delivery system was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention, i.e. Improper removal of the stent protector which is warned against in the IFU. Please also note that the IFU advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes. On 15-jul-2024 additional information: this case was reopened due to return of the product. Only the stent was returned and subjected to a detailed technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state, the stent was located on the transportation wire inside the protector cap. The stent is deformed (i.e. Pinched) at its proximal end. The transportation wire is kinked about 36 mm and 183 mm proximal to the protector cap. The delivery system was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention, i.e. Improper removal of the stent protector which is warned against in the IFU. Please also note that the IFU advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.

Event description:
The orsiro drug-eluting stent system was chosen for treatment. After preparing the lesion, the device was introduced into patients body and advanced to the target lesion. During inflation, it was noticed that no stent is visible. The delivery system was withdrawn, and it was confirmed that no stent was on the balloon. The dislodged stent was found inside the stent protector.